Event description:
It was reported that after a lap rectum resection, a minor leak was confirmed. The minor leak was recovered endoscopically without reoperation. During the 1st procedure, there were no problems in the donuts and deployed staples on both the oral and the anus sides. Reinforcement material was not used. A younger doctor fired the device. There were no adverse consequences to the patient. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4). Information unavailable.